Manufacturer narrative:
Terumo has not received the actual device for evaluation, thus, terumo plans on submitting a follow-up report when more information becomes available. For this reason, terumo references evaluation codes method, results & conclusions code.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the vent port is plugged. The product was changed out and the surgery was completed successfully.